Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine with an unknown dose and concentration and dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the low battery alarm was going off every hour and the pump was due to be replaced on (B)(6) 2018. The patient stated they had a rough night last night (B)(6) 2018). The patient noted they were a little better today (B)(6) 2018) because the patient had taken anti-nausea medicine. The patient had contacted there clinic and thought their healthcare professional (hcp) was on vacation. The patient noted that he did not think he was getting a full dose last night. The patient stated their last refill was a week or two ago. The pump was near expected elective replacement indicator (eri). It was reviewed pump should function as normal until end of service (eos). The patient noted they will keep trying to reach someone at the hcp office who can help. The patient was to follow up with hcp. The event date was (B)(6) 2018. No further complications were reported.